Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) during the night. One shocks occurred right before dialysis and the other occurred during dialysis. The pt has been on dialysis s4 years and these are the first inappropriate shocks she has had. The rhythm showed low amplitude signals, however signals later improved. The device was programmed to primary vector. Boston scientific technical services (ts) was contacted and discussed looking at the other two sensing vectors, however may need to do this just prior to the next scheduled dialysis to see if the rhythm changes. Ts noted that it appears the pt goes into a different rhythm with a different morphology at a rate of approximately 100 bpm, then the device starts to oversense t-waves. The device has since been upgraded with the new software so the detection algorithm should help with change in rhythm in the future. No further issues and no adverse events have been reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.